Event description:
It was reported that the customer was hospitalized. The customer stated that the hospitalization was cause by frequent battery changes; the batteries were giving up the week prior to the phone call. The customer stated that they had ketones. The customer also stated that their pump was damaged; the screen had a crack. The customer's blood glucose was 260 mg/dl, but the customer stated that they did not think it was due to the insulin pump. The customer stated that they could not perform troubleshooting at the time of the phone call because they were at the doctor's office. The entire call was conducted with the help of a spanish interpreter. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents, with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.